Event description:
I was brushing my teeth with the new electric toothbrush replacement brush head, and my tongue got pinched and really hurt for a day. The design of the brush head is hinged and has a loose connection between the circular brush part and the shaft that connects to the main toothbrush, which wobbles back and forth slightly and causes there to be a small gap that opens and closes as it wobbles. Part of my tongue got caught in that little gap. It has happened almost every time I've used it since. It's definitely a design flaw rather than user error - I've never had an issue like this with other electric toothbrush heads, and it's difficult to prevent it from happening again while using the device. (B)(4)(distributor).